Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot#: unknown, implanted: (B)(6) 2019 (month and year are valid), product type: lead. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, ubd: 14-aug-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were out of range high impedance measurements between 0<(>&<)>2 contact. The patient experienced some sudden sensations every time programming was done. The cause of the event was unknown. Reprogramming was done in order to avoid contacts 0 and 2 but when measured the impedance was again high with contacts 0 and 3. The event did not resolve. No further complications were reported or anticipated.